Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for generalized weakness and failure to thrive. Hemoglobin was 5.9 upon admission and patient was transfused two units of packed red blood cells (prbcs) over the course of admission for a suspected gastrointestinal bleed. A rectal exam was positive for melena however an esophagogastroduodenoscopy (egd) on (B)(6) 2020 found no source of bleeding. A c-scope was not completed as hemoglobin remained stable post transfusion. The plan was to continue to monitor the patient. The patient was discharged on (B)(6) 2020 when bleeding appeared to resolve.